Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red patch under the front therapy electrode. The patient reported the irritation was like a bruise. The patient's physician recommended that the patient ice the area. Additionally, the patient was provided a larger sized garment by the distributor. After icing the area regularly, the patient reported that the bruise improved. There is no indication that a device malfunction caused or contributed to the reported skin irritation.